Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited a steady increase in capture threshold and pacing lead impedance. During a follow-up clinic, a provocative test was performed and noise was not observed. The lead will be replaced during a generator change out. The patient was stable and will continue to be monitored.